Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, stuck pump.

Manufacturer narrative:
The follow-up MDR is created to document the evaluation of the returned device. A titan pump was received for evaluation. Examination and testing of the returned component revealed no functional abnormalities with the pump. Examination of the returned component by product development engineering confirmed no visual or functional abnormalities with the pump. The reported event could not be replicated during analysis and the pump passed all functional testing. The information received indicated a stuck pump, but because no functional or visual abnormalities were noted with the returned component, quality cannot confirm the complaint as reported. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.